Event description:
It was reported that this right ventricular (rv) lead suffered a fracture, which resulted in it exhibiting loss of capture and undersensing. A new device was implanted. No additional adverse patient effects were reported.